Event description:
It was reported that the patient fell around thanksgiving 2013 and she stated that her symptoms seemed ¿twice as bad¿ since. The therapy ¿worked a little,¿ but after the fall it worked even less. The patient was going through 33 depends pads per week. Her doctor checked the device and looked at the leads wires and told her they were working. Her doctor put her on an oral medication, oxybuten, for her nighttime-bladder symptoms. The patient also mentioned that since implant she had a bladder infection every two weeks. She wanted to consult with another physician about her issues. No interventions or patient outcome were reported, so additional information was requested. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient¿s programs had been changed but nothing seemed to work. She never stopped leaking or going anymore and always had a bladder infection. The patient¿s doctor told her it was because there was moisture down there. Most of the time the patient didn¿t know when she had gone and she was afraid of having an accident in front of her friends. She went through seven to nine pads at night, plus what she used during the day. The patient had no pulse most of the time until it started to hurt. The patient was currently on program 4 at 1.5 and it was three times worse than when the patient didn¿t have the device. Her doctor said she probably needed surgery and the patient wished she¿d never had the procedure done.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product idl: 3889-33, lot# va0dc8k, implanted: (B)(6) 2013, product type: lead. (B)(4).